Event description:
The pump was returned for investigation. Investigation revealed that a component from the printed circuit board (pcb) was found to be misaligned and the force sensor was found to be out of calibration. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Follow-up #2 date of submission 06/20/2013-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection, a fill test, and a force test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1 date of submission 04/10/2013: device evaluation- a reserved sample from the same cartridge lot number b201815 was tested and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the prime history revealed large prime volume amounts on the reported event date. A review of the black box history revealed multiple "occlusion" and "loss of prime" alarms due zero force. The pump was found to power on normally. During a "load" step attempt, the piston was found to stop short. The prime step was able to be performed on the pump. An "occlusion" alarm was duplicated during testing upon the first basal program delivery attempt. The pump was opened and a component from the printed circuit board (pcb) was found to be misaligned and the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.